Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought their device moved in the pocket and went to the emergency room (ER). At the ER an interrogation of the device was done and found that there has been a slight decrease in right ventricular (rv) lead sensing trend for the past eighteen months and that the r-waves were slightly low. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from information obtained by the clinic that the patient was seen recently. The clinic stated that the device has not moved position but is movable; no revision is needed. The clinic also stated that the right ventricular (rv) lead is not diminishing and there is no undersensing on the lead.